Event description:
It was reported that the patient experienced withdrawal and catheter was punctured. The patient had a refill tuesday, (B)(6) 2012 that her health care providers (hcp's) performed and stated after refill, there was a change in effect. That night following the refill, the reporter stated was "the worst night of her life". She experienced "weird crazy dreams", "didn't know who she was", "crazy out of her head" could "smell stuff" and would "scream and cry". She was anxious and could not sit still. Her legs hurt and she was "fidgety". It was reported when the patient was able to get herself together she noticed that she had "all the symptoms of withdrawal". The patient returned back to the clinic and the nurse pulled the drug out the pump and put it back in. The patient was told that she was on constant drip and it showed zero so there was nothing wrong with the pump. Due to the patient's symptoms, she was given a bolus and was told that it would take effect in 15 minutes. The health care providers determined that the pump was functioning properly and stated that everything was fine so the patient was sent home. It was stated that the bolus wasn't working because, the patient still did not feel well and felt that she was "going crazy" and "everything was hurting." She was "hot and sweaty" and "jumping" and her legs were still hurting which didn't stop until the following midday between 02:30-03:00 after she came home from hospital. It was indicated that the patient went to the emergency room (ER) tuesday (B)(6) 2012, was admitted and kept overnight. There was a computed tomography (CT) scan done and was normal. It was indicated that the patient also had a urine and blood test and "there was nothing", but her potassium was low. It was determined that she developed a stomach virus. The patient was released the next day (B)(6) 2012. It was reported the morning of thursday (B)(6) 2012 the patient "could hardly talk" and was "so weak" and still felt sick. It was stated that she "lost four days of her life"; it wasn't until saturday (B)(6) 2012 that she started feeling better. On the day of report her symptoms returned and she was still not feeling well. It was stated that she felt this same way when she didn't have a pump and she missed an oral dose of pain drug. She was "anxious", she had "hot and cold sweats", and her legs were hurting again. It was reported that the patient would visit her physician and planned to have the same nurse present on thursday (B)(6) 2012. It was later reported that the patient was in revision surgery for a catheter puncture. It was reported that the proximal segment of the catheter was being removed and replaced with the same length that was removed. It was indicated that there was no volume discrepancies. During a catheter dye study, they were able to aspirate from the catheter but never seen the dye come off the tip of the catheter. The puncture marks was not noticed until the hcp "opened the patient" and found that the catheter was moved on the top of the pump in front of the reservoir hole. So it was indicated while the patient was being refilled, the hcp's were at the same time puncturing her catheter. It was later reported that the patient received assistance from her hcp and that her concerns were resolved. Her next visit was for after the surgery but she had no concerns yet. Reporter stated that the patient was doing well and receiving effective therapy. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2011 (B)(6), (partial-proximal segment) 2012 (B)(6), product type catheter. (B)(4).